Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level at the time of the incident was 583 mg/dl. Customer experienced blood glucose levels ranging from 100 mg/dl to 583 mg/dl. The customer was treated with manual injections and insulin pump for high blood glucose level. The customer did not report any symptoms related to high blood glucose level. The customer alleges the insulin pump for under delivery. Troubleshooting was performed and it was determined that the pump did not pass the self test. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.